Event description:
It was reported that the ventilator was not holding pressure. No other information was provided. No patient injury was reported.

Manufacturer narrative:
Other, other text: manufacturing device history record review is not required, due to the age of the device, damage sustained; and irrelevance of the design issue in the internal CAPA. The device was received with an out of specification manometer, a damaged front panel, and a loose input manifold. The customer was determined to be the primary cause of the faulty manometer. After replacement and additional repairs, the device passed functional tests. During repair, a loose outlet connector was found and replaced per trend analysis of internal CAPA actions. Additional info received was via email 19-may-2022. All requested info is unknown. (Updated b5). E4 is unknown.

Event description:
Additional info received was via email 19-may-2022. All requested info is unknown.